Manufacturer narrative:
On 04/11/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 04/12/2016 a medtronic representative, following-up at the site, reported the patient archive was not made available for software analysis. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, fellow, alleged that while in a pituitary resection procedure, toward the tip of the nose, accuracy was off approximately 1 centimeter. It was also alleged that toward the posterior in the sphenoid, accuracy was off approximately 1.5 centimeter. The site performed a pointmerge registration first and a tracer registration second and the inaccuracies remained. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.